Manufacturer narrative:
E1: initial reporter address: (B)(6). The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a leak at the level of the set effluent pod membrane. The lines of the set, including spikes, are provided by an internal vantive supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the effluent pressure pod of a prismaflex m150 set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.